Manufacturer narrative:
The customer stated that the centrifuge speed was lowered to meet tube manufacturer specifications. The customer has not complained of any further discrepant results. The erroneous results may have been caused by clots or fibrin due to the pre-analytical sample handling issues. The laboratory is responsible for following the tube manufacturer's specifications for sample handling. Reagent issues were excluded as a root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for c-reactive protein gen.3 (crp) and ion selective electrode (ise) tests. Of the two samples, one had erroneous ise sodium, ise potassium, and ise chloride results that were reported outside of the laboratory and are reportable as a malfunction. The sample initially resulted as 172 mmol/l for ise sodium, 4.99 mmol/l for ise potassium, and 120.6 mmol/l for ise chloride. These initial results were reported outside of the laboratory to the doctor. The sample was automatically repeated by the analyzer, resulting as 144 mmol/l for ise sodium, 4.11 mmol/l for ise potassium, and 99.5 mmol/l for ise chloride. The patient was not adversely affected. The ise sodium, ise potassium, and ise chloride electrode lot numbers and expiration dates were asked for, but not provided.